Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (sn (B)(6)) was selected for implant. The patients aortic angle was very vertical, there was sufficient calcium, and the sizing was as follows: perimeter of 81mm, annulus diameter of 25.8mm, and stj of 26.3mm. A pre-dilation as performed with a 22mm non-abbott balloon. During the procedure, due to difficult anatomy and right subclavian access, the navitor valve dived too much to the lvot during device release. Its implant depth was at 10-12mm and no coronary arteries were blocked. A 2nd valve 27mm navitor valve (sn (B)(6)) was implanted to resolve the supravalvular leakage. A post-bav was performed on the second valve. There was no clinically significant delay, but the patient wasn't hemodynamically stable.

Manufacturer narrative:
An event of valve underexpansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported valve underexpansion could not be determined. The reported patient effects of hypotension was related to the re-sheathing the device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.